Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis had indicated that this pacemaker device had no irregularities upon visual inspection. The device had also passed gauge pin testing and the bradycardia portion of a lead was easily inserted into the port and each set screw held the lead in place. The device passed electrical testing and was operating normally as expected. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
Boston scientific received information that this pacemaker was an attempted implant due to issue on the lead to device header connection. The right ventricular (rv) lead cannot be inserted fully into the right ventricular (rv) port. The physician had already used mineral oil but still it was unsuccessful. The physician then tried to replace the device and at this time, the rv lead was able to fit appropriately in the new device. The pacemaker device was never in service. No adverse patient effects were reported.